Event description:
It was reported that the system 6800 had difficulty initializing and displayed poor image quality when it did. There was no patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. Circuit boards and cables were reseated. The system was tested and found to be working as intended and placed back into service.